Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information, problems with indwelling catheters with x-flow that do not hold because the balloon deflates or cracks. This happened about ten times. No bladder irrigation/washing. No particular noise. The bedridden patient is in a wet environment. Replacement of a new indwelling catheter.